Manufacturer narrative:
(B)(4). This is a report of a patient who improperly connected to the patient line of the cassette during the initial connection process of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient connected to the patient line of the cassette incorrectly for peritoneal dialysis therapy. The reported issue occurred during the initial connection process of therapy. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.